Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the insulin cartridge was properly filled, not overfilled, yet insulin was observed in the cartridge chamber consistent with a cartridge leak. Symptoms included no reported changes in blood glucose. Outcomes included no reported clinical impact and no need for medical intervention. Investigation included customer interview and case assessment. Investigation of this case revealed a suspected cartridge leakage without effect on glycemic control and without evidence of user error. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.